Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump motor stall. A motor stall and motor stall recovery were recorded in the event logs. The motor stall was caused by hcp using a magnet when trying to telemetry the pump. Add'l info has been requested, but was not available as of the date of this report.